Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a right ankle procedure, the tip of a screwdriver broke off inside the screw and could not be removed. Multiple intra-operative attempts to retrieve the fragment were unsuccessful. The patient had a retained instrument fragment. No further information has been provided.